Manufacturer narrative:
Customer contacted covidien technical support and he mentioned that the unit passed all tests and calibrations and ran over the weekend on a test lung with no problems. Customer was not able to duplicate the alleged malfunction.

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.